Event description:
It was reported that during preparation, before the start of a lithotripsy procedure, the laser was turned on but did not remained working. The procedure was not completed due to laser malfunction. Patient outcome was reported to be "stable".

Event description:
The patient was sedated at the time the issue was discovered.